Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed in the pump logs from (B)(6) 2016. Low bg levels were recorded less than two hours after cartridge change on (B)(6) 2016. User often overrides bolus size or declines correction bolus. Bolus requests were made without entering user current bg level. There were no erratic basal rate adjustments. If user did not disconnect during "tubing fill" process of the cartridge change sequence, insulin would be delivered and could cause bg levels to drop. Making bolus requests without entering current bg levels could lead to a low bg event. Overriding bolus sizes and declining correction bolus could lead to fluctuating bg levels. There is no indication that the insulin pump caused low bg levels. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing fluctuating blood glucose (bg) levels (40-500 mg/dl). Reportedly, at times ketone levels have become large. Customer has been in contact and working with their health care professional on the reported issue. Customer delivered manual injections to stabilize elevated bg levels and consumed carbohydrates to stabilize low bg levels.